Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), d9, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. A visual inspection was performed and it was observed that the male luer was damaged, with a loose fit and deformed. The reported condition was verified. The cause of the condition was determined to be the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end (luer adapter) of a clearlink system extension set appeared to be deformed. This occurred during setup for an intravenous (IV) infusion, where an unspecified intravenous fluid (ivf) was connected to an unspecified primary tubing and the extension tubing. When attempting to connect the extension tubing to the IV catheter, the end of the extension tubing appeared deformed and would not attach to the IV catheter. Appeared to get stuck and could not turn even on tubing. The set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.